Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 292mgdl. Troubleshooting was performed. The caller stated that the display window was scratched and difficult to read the numbers. The customer's blood glucose at time of call was 400mg/dl. The mother believes that the customer's high glucose was due to bad insulin. Advised the caller that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with severely scratched display window, scratched case and reservoir tube lip. The insulin pump was unable to prime during prime test due to faulty force sensor. No damage noted on lcd glass. Unable to perform the basic occlusion test, occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test.